Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump has been rebooting several times today. The patient reported that when they changed the battery this morning, the battery cap kept spinning, but was able to get it to secure. The patient stated that the o-ring was not visible. The patient denied trauma to pump. Customer support advised the patient to change to a new battery cap and power issue was resolved. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial number of the pump: (B)(4).